Manufacturer narrative:
No serious injury alleged. Malfunction alleged. The dealer requested a quote for part # 1136880 (display) and 1167921 (B)(4) on 5/2/2011 indicating there was an issue with the display and controller. The consumer alleges the chair moves by itself. Allegedly, the buttons on the display are not releasing back properly and seem to be stuck. Based on the (B)(4), this wheel chair is only 2 months old. The consumer's experience using the device is unknown. MDR filed for erratic movement.

Event description:
The dealer requested a quote for part # 1136880 and 1167921 on 5/2/2011. The consumer alleges the chair moves itself. The buttons on the display are allegedly not releasing back properly and seem to be stuck. The contact person at the dealer is no longer an employee. No injuries alleged.